Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was returned to a third party service center for evaluation. No reportable service required alarm was noted. The device failed a test step during testing for sensor drift verification. The device's system board was replaced to address the issue. The device's system board to machine flow cable, air inlet foam and tubing to system board were found to be contaminated with dust. The components were replaced, and the device cleaned. This issue would not affect the device's ability to deliver therapy as designed. The system board was returned to the manufacturer's product investigation laboratory for additional testing. The component was visually inspected, and no defects were observed. The component was placed on the testing station and the failed test step was confirmed. The device event log was reviewed and an e 217 evt_prox_press_railed_low service required alarm was observed. The technician confirms the service required alarm and test step failure were caused by a faulty mt6 proximal pressure sensor on the system board. The component has been scrapped per manufacturer's policy.